Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) with concerns about possible undersensing in a stored episode from this implantable cardioverter defibrillator (ICD). Ts reviewed the episode and observed potential intermittent undersensing, delay in brady therapy, and low intrinsic r-wave amplitudes. The device delivered two shocks, a 26 joule shock followed by a 41 joule shock, which successfully converted the ventricular rhythm. Ts provided programming adjustment recommendations. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) with concerns about possible undersensing in a stored episode from this implantable cardioverter defibrillator (ICD). Ts reviewed the episode and observed potential intermittent undersensing, delay in brady therapy, and low intrinsic r-wave amplitudes. The device delivered two shocks, a 26 joule shock followed by a 41 joule shock, which successfully converted the ventricular rhythm. Ts provided programming adjustment recommendations. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field h6: impact codes, section h.

Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) with concerns about possible undersensing in a stored episode from this implantable cardioverter defibrillator (ICD). Ts reviewed the episode and observed potential intermittent undersensing, delay in brady therapy, and low intrinsic r-wave amplitudes. The device delivered two shocks, a 26 joule shock followed by a 41 joule shock, which successfully converted the ventricular rhythm. Ts provided programming adjustment recommendations. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted to correct field h6: impact codes, section h.